Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer¿s blood glucose level was 170 mg/dl. Customer changed the pump supplies and declined further troubleshooting with tandem technical support. Therefore, no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.